Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-402; lot# blt7tbls3t; triathlon symmetric x3 patella; cat# 5550-g-391; lot# yyl5; tri ts baseplate size 3; cat# 5521-b-300; lot# bzs3yb; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient required a right total knee revision due to pain and stiffness , arthrofibrosis from a previous surgery on (B)(6) 2018.